Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the slda could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The first clip delivery system (cds) was advanced to the mitral valve, and placed in a central position. After the clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). Two additional clips were implanted for stabilization, reducing the mr to 2. There was no adverse patient sequela; however, a clinically significant delay in the procedure was noted as it was necessary to implant two additional clips which meant an additional 90 more minutes of anesthesia. The patient was confirmed to have a good outcome. No additional information was provided.